Manufacturer narrative:
The patient's sample was further tested on an elecsys 2010 and a cobas e601 analyzer , which uses a pre-wash. The results were similar and no influence from a pre-wash could be seen.

Event description:
The customer complained of questionable results on one patient sample when tested for anti-tshr, antibodies to tsh receptor (atshr), on cobas e411 rack analyzer, serial number (B)(4). The patient was examined for tenderness over the thyroid. Thyroid levels were normal and also scintigraphy. Atshr was found to be elevated at approximately 5 ie/l. During the spring the tests were repeated with the same results: normal thyroid levels but with an elevated atshr. When the patient visited for the fourth time the sample was sent to another laboratory for atshr by an ria method. The atshr results were as follows: on (B)(6) 2013 the atshr was 5.4 ie/l. On (B)(6) 2013 the atshr was 5.6 ie/l. On (B)(6) 2013 the atshr was 5.1 ie/l. On (B)(6) 2013 the atshr was 5.4 ie/l. On (B)(6) 2013 the sample from (B)(6) 2013 was retested on the same analyzer; the atshr was 5.64 ie/l, accompanied by a data flag. The test was repeated with results of 5.69, 5.50, 5.75, and 5.75 ie/l. The sample was then diluted 1:4 with results of 1.29 and 1.39 ie/l before compensation for the dilution. The sample was diluted 1:10 with results of 1.32, 1.36, 1.47, 1.49, and 1.47 before compensation for dilution. This sample was tested by ria in another laboratory with an atshr of <1.0 ie/l. The roche test results were reported outside the laboratory. Due to the high atshr results the patient was thought to have graves disease. The negative result by ria prompted further thyroid investigation. The customer was asked for information regarding any harm to the patient due to the high atshr results, but they did not provide the information.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The customer's findings of elevated anti-tshr results were confirmed. Streptavidin interference was excluded. Further clarification of the discrepancies was not possible with the currently available testing methods. As it was stated in the product labeling: for diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings.

Manufacturer narrative:
The investigation was unable to determine a root cause. The customer was asked to return a patient sample to the manufacturer for analysis but did not have a sample to provide for further investigation.

Manufacturer narrative:
Patient samples were returned for investigation. The investigation results indicated there was no interference to streptavidin in the samples.